Manufacturer narrative:
No additional reports of this issue have been received from the customer.

Event description:
Customer reported a loss of spo2 monitoring on the spectrum monitor. No patient injury was reported.